Event description:
It was reported that during connection of the uv flash transfer set to the yume set a mis-spike occurred. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A sample was not returned; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.